Event description:
My device was programmed to stimulate the nerve for 30 seconds every 3 minutes, when it malfunctioned it was putting me into asytole during the on cycles. My neurologist turned off the device in the ER and I regained a normal heart beat. I was kept in the hospital an additional 3 days for observation.